Event description:
A patient reported blood glucose results of "154 mg/dl" with a lifescan meter and "119 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.